Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a noisy image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation the noisy image was due to a bad plug unit, as the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.